Manufacturer narrative:
Section e1, initial reporter email of the initial medwatch report indicates blank. Section e1, initial reporter email of the initial medwatch report should indicate (B)(6). Physio-control failure analysis center further evaluated the therapy connector and determined that the cause of the reported issue was due to pin 1 of the panel mount connector being damaged.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not charge using standard hard paddles due to a broken therapy connector during maintenance. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy connector and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not charge using standard hard paddles due to a broken therapy connector during maintenance. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.